Manufacturer narrative:
The local area field representative was contacted for additional information. It was reported the patient received shocks for supraventricular tachycardia (svt) around 160 beats per minute (bpm). The patient's medication was adjusted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after implant this implantable cardioverter defibrillator (ICD) delivered multiple shocks. The patient reported the shocks knocked them to the floor and they feel their vision has declined since the shocks. The patient was admitted to the hospital and two days post discharge their skin became discolored. The patient was concerned their skin was burned due to the shocks. It was noted the device settings may have been too close to their patient's normal rhythm causing the shocks to be delivered. The patient was concerned the device was not operating as expected. No additional adverse patient effects were reported.